Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("peritoneal migration of the right tubal device with permeability (patency) of the homolateral tube") and device dislocation ("why use new medical devices which, in my case, have migrated (essure and fishie) and not perform classic ligation") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("right fallopian tube was patent despite essure insertion"). The patient had a medical history of caesarean section, parity 2, gravida ii and algoneurodystrophy. Previously administered products included: nuvaring for contraception. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("abdominal pain"), constipation ("constipation problems had become very problematic for more than 1 year (ineffectiveness of laxative)"), pelvic pain ("still have pain in the pelvic area, but it is milder"), abdominal distension ("also have a swollen abdomen, on the left side") and back pain ("I also have significant pain in the lower back"). The patient was treated with surgery (removal of right essure on (B)(6) 2012, removal of left essure on (B)(6) 2022). At the time of the report, the pelvic pain was resolving and the constipation, abdominal distension and back pain had not resolved. No causality assessment was received for essure with regard to abdominal pain, constipation, pelvic pain, abdominal distension, back pain, fallopian tube perforation or device dislocation. The reporter commented: medical device vigilance report which was not made by the surgeon who removed one of the filshie implants. This could certainly correct inaccurate statistics if these medical device vigilance reports are not made systematically when migrations occur. While I was wondering if the 2 essure implants had been removed following the inconveniences that I have suffered and which correspond to the period of insertion of the essure implants, the migration of the filshie implants has been clearly identified. (B)(6) 2011: insertion of 2 essure implants. (B)(6) 2012: removal of the right essure implant and insertion of 2 fishie implants. (B)(6) 2022: removal of a filshie implant and of the last essure implant (left). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: on the abdomen without preparation: median horizontal position of the device, right cervix. On the other hand, the left-side device is para-median left. On the slide with opacification: normal appearance of the uterine cavity without visible mass effect. Opacification with permeability of the right fallopian tube, with passage of contrast agent into the peritoneal cavity. On the other hand, no passage of contrast agent at the level of the left fallopian tube. No visible abnormality in the cervical canal. Conclusion: peritoneal migration of the right tubal device with permeability (patency) of the homolateral tube. Left-side device in place without patency of the fallopian tube. [Laparoscopy] on (B)(6) 2012: uterus: normal size and appearance. Fallopian tubes: supple (soft), fine, with a well-spread pavilion. Ovaries: normal size and appearance. Pouch of douglas: without effusion. Normal liver. Absence of pelvic or genital endometriotic lesion. Visualisation of the essure implant at the level of the left retro-ovarian fossa. Removal of the implant by trocar. Tubal sterilisation by easy placement of a filshie clip in the proximal portion of each tube. [Pathology test] on (B)(6) 2023: the material communicated is fully embedded in an embedding block after fixation in buffered formalin. Omentectomy: macroscopy: the material communicated consists of 1 fragment of 70x30 mm. We find a clip and an essure. After fixation in buffered formalin, it is examined in its entirety in 1 embedding block. Microscopy: it is congested fibrofatty tissue. Absence of any suspicious element of malignancy. [Ultrasound pelvis] on (B)(6) 2011: essure-type devices are not seen in place. On the right side, the device is not visible. On the left side, it appears to be visible but on an extrauterine pathway, without allowing us to affirm its intra-tubal position. [X-ray] on (B)(6)2023: indication: control after removal of the essure device. Absence of essure device in the field explored. Presence of a tubal ligation clip in left parasagittal sacral projection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 28-jul-2023. The most recent information was received on 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("peritoneal migration of the right tubal device with permeability (patency) of the homolateral tube") and device dislocation ("why use new medical devices which, in my case, have migrated (essure and fishie) and not perform classic ligation") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("right fallopian tube was patent despite essure insertion"). The patient had a medical history of caesarean section, parity 2, gravida ii and algoneurodystrophy. Previously administered products included: nuvaring for contraception. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("abdominal pain"), constipation ("constipation problems had become very problematic for more than 1 year (ineffectiveness of laxative)"), pelvic pain ("still have pain in the pelvic area, but it is milder"), abdominal distension ("also have a swollen abdomen, on the left side") and back pain ("I also have significant pain in the lower back"). The patient was treated with surgery (removal of right essure on (B)(6)2012, removal of left essure on (B)(6) 2022). At the time of the report, the pelvic pain was resolving and the constipation, abdominal distension and back pain had not resolved. No causality assessment was received for essure with regard to abdominal pain, constipation, pelvic pain, abdominal distension, back pain, fallopian tube perforation or device dislocation. The reporter commented: medical device vigilance report which was not made by the surgeon who removed one of the filshie implants. This could certainly correct inaccurate statistics if these medical device vigilance reports are not made systematically when migrations occur. While I was wondering if the 2 essure implants had been removed following the inconveniences that I have suffered and which correspond to the period of insertion of the essure implants, the migration of the filshie implants has been clearly identified. On (B)(6) 2011: insertion of 2 essure implants. On (B)(6) 2012: removal of the right essure implant and insertion of 2 fishie implants. On (B)(6) 2022: removal of a filshie implant and of the last essure implant (left). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: on the abdomen without preparation: median horizontal position of the device, right cervix. On the other hand, the left-side device is para-median left. On the slide with opacification: normal appearance of the uterine cavity without visible mass effect. Opacification with permeability of the right fallopian tube, with passage of contrast agent into the peritoneal cavity. On the other hand, no passage of contrast agent at the level of the left fallopian tube. No visible abnormality in the cervical canal. Conclusion: peritoneal migration of the right tubal device with permeability (patency) of the homolateral tube. Left-side device in place without patency of the fallopian tube. [Laparoscopy] on (B)(6) 2012: uterus: normal size and appearance. Fallopian tubes: supple (soft), fine, with a well-spread pavilion. Ovaries: normal size and appearance. Pouch of douglas: without effusion. Normal liver. Absence of pelvic or genital endometriotic lesion. Visualisation of the essure implant at the level of the left retro-ovarian fossa. Removal of the implant by trocar. Tubal sterilisation by easy placement of a filshie clip in the proximal portion of each tube [pathology test] on (B)(6) 2023: the material communicated is fully embedded in an embedding block after fixation in buffered formalin. Omentectomy: macroscopy: the material communicated consists of 1 fragment of 70x30 mm. We find a clip and an essure. After fixation in buffered formalin, it is examined in its entirety in 1 embedding block. Microscopy: it is congested fibrofatty tissue. Absence of any suspicious element of malignancy. [Ultrasound pelvis] on (B)(6) 2011: essure-type devices are not seen in place. On the right side, the device is not visible. On the left side, it appears to be visible but on an extrauterine pathway, without allowing us to affirm its intra-tubal position [x-ray] on (B)(6) 2023: indication: control after removal of the essure device. Absence of essure device in the field explored. Presence of a tubal ligation clip in left parasagittal sacral projection. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.